Event description:
Event description boston scientific received information that this ventricular lead had sustained a fracture. Therefore, the lead was removed from service and replaced without further incident.